Event description:
It was reported that suture placement was successful in the heavily tortuous right proximal superficial femoral artery using the preclose technique with two proglide devices using a 7f sheath prior to an abdominal aortic aneurysm (aaa) procedure. Reportedly there was resistance during insertion of the proglide devices due to the heavy tortuosity. The sheath was upsized to 14f and the aaa procedure was completed. Hemostasis was achieved using the preplaced sutures. Post procedure, right doppler pulses were prominent in the superficial femoral artery, common femoral artery and distal posterior tibial artery. There was no hematoma or other procedural related issues. Reportedly, approximately twelve hours after hemostasis was achieved, the right superficial femoral artery was occluded. The patient underwent unspecified intervention. It was reported that the physician is trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Per the instructions for use, the safety and effectiveness of the proglide device have not been established for patients with access sites in the profunda femoris or superficial femoral arteries, or the bifurcation of these vessels. The customer reported the device is not returning. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The other proglide device is being filed under a separate medwatch MFR number.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record revealed no non-conformances related to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot did not indicate a manufacturing issue. Reportedly, placement of the sutures was attempted in an incorrect anatomy (superficial femoral artery). As per the warnings section the proglide instructions for use, do not use the perclose proglide smc system if the puncture site is located in the superficial femoral artery or the profunda femoris artery, or the bifurcation of these vessels, since such puncture sites may result in a pseudoaneurysm, intimal dissection, or an acute vessel closure (thrombosis of small artery lumen). Based on the information reviewed, there is no indication of a product deficiency.